Manufacturer narrative:
This follow-up report is being submitted to relay investigation results. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Medical products - CT sig tka gde/mdl set 04-05 catalog# 42-422566 lot# 169057, bmet regenx pri tib tray 67 mm catalog# 141272 lot# 185920, biomet I-beam pri stem 40 mm catalog# 141310 lot# 024410, vanguard ps por fem - rt 65 catalog# 184508 lot# 881250. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately one month post-implantation due to infection. The polyethylene bearing was removed and replaced. No additional patient consequences were reported.